Event description:
It was reported that pt said issues with suctioning - it seems as if the device doesn't have enough suction-to-suction urine out of the bag - she typically has to press on the bag some to get urine to go into tube than into canister. Notes: recommended that tube is downwards going towards the feet to help gravity and suction. She also made a complaint about price so I did recommended speaking to cs about discounts or seeing if it could be covered by insurance. Gave cs number and times they were available: 800-323-0914, follow up scheduled a month out (B)(6) 7pm. Branded and offered survey. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pt said issues with suctioning - it seems as if the device doesn't have enough suction-to-suction urine out of the bag - she typically has to press on the bag some to get urine to go into tube than into canister. Notes: recommended that tube is downwards going towards the feet to help gravity and suction. She also made a complaint about price so I did recommended speaking to cs about discounts or seeing if it could be covered by insurance. Gave cs number and times they were available: 800-323-0914 follow up scheduled a month out 03/23 7pm. Branded and offered survey. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.